Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k926214. H4: device manufacture date: unknown due to unknown lot number. 1. Investigation of the actual sample: 1.1. Actual sample upon receipt, metal needle, two peeled pieces (peeled piece 1 and 2), one guidewire main body. (Guidewire main body): 1.2. Visual inspection of the actual sample. Both the outer layer had been peeled off and the wire had been exposed at approximately 32mm - 131mm (a total of approimately 99mm) from the distal end. 1.3. Magnifying inspection of the actual sample the distal side at approximately 32mm from the distal end was straight and had a step. The outer layer had been peeled off over half the circumference. The fractured surface of peeled outer layer was smooth. The distal side at approximately 131mm from the distal end had a gentle slope. It had been scratched in the vicinity of peeled section on the outer layer. 1.4. Dimension. The outer diameter at the normal section met the factory's specifications. No anomaly was found. (Peeled piece): 1.5. Visual inspection of the actual sample. Peeled piece 1: approximately 6mm in entire length. Peeled piece 2: approximately 93mm in entire length. Total length of peeled pieces: approximately 99mm. Each peeled piece had a dent, and the fractured surface was smooth. (Confirmation for the missing part): 1.6. Magnifying inspection of the actual sample peeled piece 1 and 2 were superimposed on the peeled section at the outer layer of main body. As a result, the shapes of the ends were matched. Therefore, it was inferred that there was no missing part in the actual sample. 2. Record review: 2.1. The manufacturing record and the shipping inspection record of the actual sample since the lot number was unknown, the investigation could not be performed. 2.2 past complaint file since the lot# was unknown, the investigation could not be performed. 3. Past simulation test: we have experienced that when radifocus guide wire m was used in combination with a metal needle, the outer layer was peeled off. When the outer layer was peeled off because it was used in combination with a metal needle, the following characteristics were found. The outer layer was peeled off over half the circumference, and the wire was exposed. The fractured surface of outer layer was smooth. He distal side of peeled outer layer was straight and had a step. A gentle slope was found on the rear end side of peeled outer layer. These characteristics were likely to be similar to those of the actual sample. 4. Cause of occurrence/conclusion: it was likely that since the actual sample was operated in the removal direction when used in combination with a metal needle, it came into contact with the metal needle and the outer layer was peeled off. In addition, it was inferred that there was no missing part in the actual sample. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the pediatric surgeon used the involved product, an event that the wire was torn or the coating was peeled off and remained in the patient's body occurred. It was unknown whether the needle used in combination was a metal needle. Although some material remained in the patient's body, the details were unknown. The procedure outcome was not reported. No fractured piece was remained in the patient's body as it was retrieved.